Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited varying right ventricular pacing impedance measurements, including high out of range measurements. There was no evidence of noise in the presenting remote monitoring electrogram (egm) or any stored events. The patient was seen in clinic and the device was checked with manipulation. No noise was found during the follow-up. The device will continue to be followed via remote monitoring. No adverse patient effects were reported.